Event description:
Final report. Bvi became aware on (B)(4) 2012 that an incident occurred (date unknown). Bvi became aware that a medwatch report ((B)(4)) was filed from a letter from FDA, dated (B)(4) 2012.

Manufacturer narrative:
An engineer at bvi, (B)(4), spoke to (B)(6) on (B)(4) 2012. The change to the tray with instructions was provided to the site, however, she never received this information personally. (B)(4) walked her through the online assembly video. (B)(6) could not explain to (B)(4) why the nurse pushed the handle/blade towards her hand when the pictures only show to turn the handle clockwise to engage the threads and then up to remove the blade from the tray. (B)(6) explained that she wanted to provide bvi feedback, so that it doesn't happen to anyone else. Bvi walked through the instruction video with site and noted their concerns about the instructions. Bvi has not had this type of issue prior to learning of this incident. In addition, contrary to what was communicated to bvi, pictorial instructions are included on every box received by the customer.